Manufacturer narrative:
Resolution and event clarification were requested from the field representative. However, nothing further has been received. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock impedances on this right ventricular (rv) lead have been greater than 125 ohms. An x-ray was performed with no final outcome provided. This patient paced 100% in the rv and programming was done to try to avoid pacing in the rv to avoid worsening heart failure. In addition, the left ventricular (lv) lead had high thresholds and programming wanted to be done to avoid affecting the battery. It was reported this patient was to be further evaluated with defibrillation threshold testings in the near future. Technical services discussed programming and testing options.

Manufacturer narrative:
The field representative later reported that they were called as this patient was scheduled to have a possible lead revision in the near future and that defibrillation threshold testing was also scheduled. The field representative was given no further details pertaining to this event. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this lead was revised and remains in-service. Normal impedances resulted with successful defibrillation threshold testing.